Event description:
The physician placed a 10cm length wilson-cook esophageal z-stent with dua anti-reflux valve in a 10cm esophageal lesion. The strictured area was not dilated prior to stent placement. Four days later, an upper endoscopy procedure was performed. The endoscope was passed through the stent. At this time, the valve was discovered to be obstructing and reinverted inside the stent. The scope was advanced in an attempt to revert the valve. In the process, the stent migrated 5cm. The endoscope was removed and a savary guide wire and dilator were inserted in an attempt to revert the valve, but to no avail. The endoscope was inserted again and warm saline was flushed into the stent, but did not revert the valve. The stent and valve was pushed again by the endoscope and fluoroscopic viewing confirmed the stent's position had moved to the pt's stomach. The stent was retrieved with rat tooth forceps. The physician placed a peg-24 gastrostomy tube. No pt injury was reported.